Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The sapien 3 transcatheter heart valve was returned to edwards lifesciences for evaluation. Visual inspection confirmed the presence of a black particulate on the inflow side of the leaflet. Material analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). The particle showed two possible different materials based on appearance. The white/clear material was analyzed and ftir indicated an approximate match for a rayon like material. Ftir analysis of the brown material indicated an approximate match for silk (fibroin) like material. A manufacturing process walkthrough was performed in order to determine if the aforementioned rayon and silk particulate could have originated at edwards. The walkthrough revealed that there are no rayon or silk materials in the manufacturing cleanroom. The complaint for ¿valve-particulate, contamination¿ was confirmed as the presence of one black particulate on the leaflet inflow side was observed during product evaluation. A review of manufacturing processes noted that all valves are inspected with 8x magnification and checked for particulate and inspected against with the unaided eye prior to final packaging of the valve. The source of the rayon and silk particulate could not be identified based on available information. There is insufficient information to determine root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, a black spot was seen embedded in the leaflet of the 26mm sapien 3 valve. An attempt was made to rinse if off but it could not be removed. The valve was not used.